Event description:
It was reported that during a panniculectomy, the port was going to be moved to another location from the fascia when one of the four hooks did not retract after using the port applier and a kelly clamp. Three hooks were attached and there was not a lot of scar tissue. A bovie was used to cut the hook out of the tissue. The same port would have been reused if it was able to be removed. A new port was placed in the patient. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.